Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: black box review shows multiple ¿loss of prime¿ due low non-zero force warnings on the reported failure period; prime history review shows multiple daily prime operations. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump passes ¿ez-prime¿ steps truthfully, a full cartridge was loaded and primed, pump is able to hold prime. Pump was exercised for 24 hours; no prime warnings were duplicated during testing. Force sensor calibration reading is at the highest count. Pump was opened, force sensor flex pins was found intact, and secured to the pcb socket with the lcd. No defect was found to the force sensor circuit or to the power circuit. No moisture damage or intermittent condition was found to the pcb. Force sensor resistance was found within the requirement. The cartridge was returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013, the patient contacted animas and reported that he continues to receive loss of primes: 12 on (B)(6), (B)(6) received 2-3 and (B)(6) received 3 and (B)(6) received 2 at 7:15a and 7:16a this morning. After changing ou cartridge on (B)(6) 2013 per instructions. Patient sometimes confirms the loss of prime or may not prime if he does not hear the alarm. This morning patient had been out in the cold temperature shoveling snow to the work shop in the garage and did not realize there was 2 loss of primes. Customer technical support (cts) review found that the cartridge cap is secure, battery cap is secure, patient denies cracked case. Cycles cartridge per instructions from last call. Stores supplies in a cool dry place. Reprimes each time and able to clear prime. Able to give a 5 unit bolus and 5 units prime without reoccurring. Patient denies changing the battery at any time since starting on pump (B)(6) 2013, programmed by educator at the va. He reports his blood glucose (bg) on the 19th was ranging from the 50 - 60 mg/dl most of the day he kept treating with food and was able to get the bg up for a few hours at a time, did not contact doctor. This complaint is being reported based on the allegation that the pump is repeatedly losing prime. The bg excursion does not meet the criteria of an adverse event.